Event description:
It was reported that there was air leakage in the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
This is a duplicate of mfg report # 8010042-2021-01855.